Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had showed a rise in pacing threshold measurements causing loss of capture. Periods of pacing inhibition were also noted on the rv channel. An x-ray performed showed no obvious change in the lead position. Surgical intervention was performed and the rv lead was removed with some difficulty and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had showed a rise in pacing threshold measurements causing loss of capture. Periods of pacing inhibition were also noted on the rv channel. An x-ray performed showed no obvious change in the lead position. Surgical intervention was performed and the rv lead was removed with some difficulty and replaced. No additional adverse patient effects were reported.